Event description:
It was reported the patient presented to the hospital for laser lead extraction and device replacement. Prior to extraction, the physician reviewed the fluoroscopy and noted an insulation abrasion on the lead just above the superior vena cava (svc) coil. It also appeared that the svc coil had "unravelled". The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.